Event description:
It was reported that during use on a patient, the waveform display for the arterial pressure signal on the cs300 intra-aortic balloon pump (iabp) became flat and disappeared when using the optical sensor catheter. After the display observation, the iabp unit returned to normal operation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse cleaned the iab sensor input and tested it with the sensor tester and it was good. The fse performed a preventive maintenance (pm), and as part of the pm, the safety disc, filling plug and the batteries were replaced. All calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the waveform display for the arterial pressure signal on the cs300 intra-aortic balloon pump (iabp) became flat and disappeared when using the optical sensor catheter. After the display observation, the iabp unit returned to normal operation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that the waveform display for the arterial pressure signal on the cs300 intra-aortic balloon pump (iabp) became flat and disappeared when using the optical sensor catheter. After the display observation, the iabp unit returned to normal operation. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.